Manufacturer narrative:
Correction on initial report: patient weight.

Event description:
It was reported that the tubing of an infusion of ketamine (8.5mg in 100ml of ns) was noted to break while in the pump and connected to an adult patient in the CT lab. The entire bag leaked on the floor as the patient complained of escalating pain due to the lack of medication. The pharmacist examined the tubing and noted below the spike where the line is attached to the bag had completely burst with about 25% still attached to the spike and bag. There was no lasting harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing of an infusion of ketamine (8.5mg in 100ml of ns) was noted to break while in the pump and connected to an adult patient in the CT lab. The entire bag leaked on the floor as the patient complained of escalating pain due to the lack of medication. The pharmacist examined the tubing and noted below the spike where the line is attached to the bag had completely burst with about 25% still attached to the spike and bag. There was no lasting harm.